Manufacturer narrative:
(B)(4). Relevant tests and laboratory data: (B)(6) 2014: (10:10): troponin I=0.01 ng/ml, upper reference limit 0.02; (B)(6) 2014: (18:38): troponin I=0.01 ng/ml, upper reference limit 0.02; (B)(6) 2014: ck=133 u/l, normal upper limit 192; (B)(6) 2014: ck-m)=3.47 ng/ml, normal upper limit 4.9; (B)(6) 2014: troponin I=0.01 ng/ml, upper reference limit 0.02. There were no reported device malfunctions or product deficiencies. The reported patient effect of dissection of the coronary artery is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a xience v 3.0 x 18 mm stent was implanted in a mid left anterior descending coronary artery (mlad) and there was a distal stent edge dissection found. Another xience v 2.75 x 8 mm stent was implanted as treatment and the event resolved without further adverse patient sequela the same day. The patient was discharged home on (B)(6) 2014. There was no additional information provided.